Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, multiple error codes and also had blank screen. The customer¿s blood glucose level was unknown. The customer reported that they were multiple error codes on it and when they pushed a button this blanks out and then the reading comes up, and also stated that the insulin pump exits. It was reported that they had to press the button again and then he will have to press it again. It was reported that they had performed self test and tone test and insulin pump went blank. Customer stated that the notification light did not come on. The insulin pump will be returned for analysis.